Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received questionably high free triiodothyronine (ft3) and free thyroxine (ft4) results for a total of 3 samples from the same patient tested on an e601 analyzer. Of these three samples, one had an erroneous result for thyrotropin (tsh) and one had erroneous results for tsh, ft3, and ft4. This medwatch will cover tsh. Please refer to the medwatch with patient identifier (B)(6) for information related to ft3 and refer to the medwatch with patient identifier (B)(6) for information related to ft4. The first sample, collected and tested on (B)(6) 2015, initially resulted as 1.07 uiu/ml for tsh and this value was reported outside of the laboratory. The sample was repeated on a siemens analyzer, resulting as 1.838 uiu/ml on (B)(6) 2015. The second sample, collected and tested on (B)(6) 2015, initially resulted as 2.08 uiu/ml for tsh, 12.47 pmol/l for ft3, and 34.24 pmol/l for ft4. The initial results were reported outside of the laboratory. The sample was repeated on a beckman coulter analyzer, resulting as 2.83 uiu/ml for tsh, 5.35 pg/ml for ft3, and 0.80 ng/dl for ft4. The e601 analyzer serial number was (B)(4).

Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations of the sample have confirmed the results obtained by the customer. A specific root cause could not be determined based on the provided information. Further investigations of the sample have determined that it contains an interfering factor to the streptavidin present in the ft3 and ft4 reagents. The observed issue with tsh may be caused by the same interfering factor. This limitation is covered in product labeling. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings.